Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a cassette not attached error. There was no patient involvement.

Manufacturer narrative:
D9: 19-jun-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the upstream occlusion (uso) seal was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. The sensing issue was due to the pump being out of calibration. The uso seal was replaced, and the device was then calibrated. The pump then passed all testing.